Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, generator interface board, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported communication fail errors on the workstation. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.